Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead insulation was damaged as a result of rib clavicle crush.

Event description:
It was reported that there was a defect in the lead's insu- lation. The lead was explanted.